Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22482. It was reported the patient's ipg became inoperable. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. Please note: the patient has two ipgs. It is unknown which ipg was replaced. Therefore, all suspected devices that maybe be liable are being reported.